Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the cgm was displaying 298 mg/dl. Based on the cgm reading, the patient's child gave the patient 12 units of insulin. After taking insulin, they checked the patient's bg and it was 17 mg/dl. There was no information about the patient's condition during this time; however, they were air lifted to the hospital. At the hospital emergency room, the patient was treated with sucrose, lorazepam, labetalol and dextrose fifty percent in water. The patient was discharged from the hospital on (B)(6) 2023. At the time of the report, the patient was recovering from the event. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.